Event description:
It was reported a bladder neck suspension procedure was performed without incident. Sometime post procedure, a small portion of the protegen sling material was visible through the vaginal wall. Approximately five percent of the sling material was removed without incident. The pt remains continent. No pt sequelae resulted from this event. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated the pt had coitus approximately 3-4 weeks post procedure which may have contributed to this event. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."